Manufacturer narrative:
Correction to b5 with additional details.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a posterior extension body installed on the left side and no posterior extension body installed on the right side. The patient experienced pain during the procedure, and an infection was found a few days later in the scrotum extending to the corpus cavernosum. The physician suspected that the patient blood sugar was not controlled very well. There was no improvement after detoxification and drainage treatment. The ipp was explanted and will be re-implanted six months later. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a posterior extension body installed on the left side and no posterior extension body installed on the right side. The patient experienced pain during the procedure, and an infection was found a few days later. There was no improvement after detoxification and drainage treatment. The ipp was explanted and will be re-implanted six months later. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a posterior extension body installed on the left side and no posterior extension body installed on the right side. The patient experienced pain during the procedure, and an infection was found a few days later in the scrotum extending to the corpus cavernosum. The physician suspected that the patient blood sugar was not controlled very well. There was no improvement after detoxification and drainage treatment. The ipp was explanted and will be re-implanted six months later. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end of the cylinder. The first cylinder had a hole with a leak in the proximal end of the cylinder from sharp instrument. The first cylinder had tool marks along the cylinder body. The second cylinder was microscopically inspected and had wear at fold in the middle of the cylinder. The second cylinder had two holes with a leak in the proximal end of the cylinder from sharp instrument. The momentary squeezed (ms) pump kink resistant tubing (krt) was microscopically inspected and had a small hole/leak from sharp instrument damage. The ms pump krt were cut shorter for functional testing. The pump had a small leak in the reservoir krt from sharp instrument damage. The ms pump did not pass activation testing. The flat reservoir passed visual inspection and leakage test. This investigation was assigned to the conclusion code of known inherent risk of device.